Event description:
It was reported that log files were sent for analysis. There was damaged noted to the modular cable and it was replaced. The site also replaced the tape around the pump cable and noted that there were visible wires and fluid inside the outer sheath. Log files were provided after the modular cable and system controller exchange. The new controller log file was 47 minutes in duration and showed that the mechanical circulatory support (mcs) equipment was operating as intended. There were no driveline fault alarms in this event log file. The driveline damage appeared to be cosmetic only.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.